Event description:
It is reported that premature backware and premature abrasion of polyethylene is shown on the underside of the implant leading to an aseptic loosening and bone defects.

Manufacturer narrative:
This report will be amended when our investigation is complete.